Manufacturer narrative:
(B)(4).

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that the patient experienced a cerebral infarction at the hospital. The physician stated that the cerebral infarction was not serious and there was no relationship to the device. No clinical sequelae were reported and the patient is being monitored by the physician.